Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was used during a procedure. The procedure was completed with this device. According to the complainant, the patient had urinary retention and was sent home with a catheter for about 2 weeks. There were no other patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact event date is unknown; however, the event date was reported to be the same as the procedure date, on or about (B)(6) 2014.

Event description:
It was reported to boston scientific corporation that an obtryx sling was used during a procedure. The procedure was completed with this device. According to the complainant, the patient had urinary retention and was sent home with a catheter for about two weeks. There were no other patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 23, 2014. Procedure name is tot sling repair for incontinence.